Manufacturer narrative:
To handpiece was requested for evaluation however to date was not yet received. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in (B)(6) indicating that a particle was found in the patient's eye during a phaco procedure. The doctor was able to retrieve the particle without any impact or consequences to the patient.

Manufacturer narrative:
One bl3170 stellaris handpiece, serial number (B)(4) was returned along with one vial of fluid containing a particle. Visual inspection found the nose of the handpiece dented and marred with material missing. A filter test was performed by injecting processed water thru the handpiece onto a 0.45 micron filter. The fluid from the vial was poured onto a separate 0.45 micron filter and vacuumed off. Both filters were microscopically examined for particles. The vial filter found one particle with a metallic appearance. The particle was less than 50 micro. Additional spectroscopic analysis found the metallic-like particle consisted of aluminum alloy. The dark-colored particle consisted primarily of calcium and sulfur which is consistent with calcium sulfate and organic material. Based on this analysis we have concluded that the handpiece was not the source of the particle. The source of the particles cannot be determined. The based on all information, no causal factors can be determined and no conclusion can be drawn.